Event description:
A peritoneal dialysis registered nurse "[(pd)rn]" reported a patient on continuous cyclic pd (ccpd) therapy was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain noted at home. The outpatient clinic had not received the patient¿s hospital paperwork at the time of follow-up and, as a result, diagnostic laboratory results, medications prescribed and details of her hospital course were unknown. The patient was diagnosed with peritonitis due to an unknown etiology. It was believed that the patient was able to continue ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event as she awaits discharge home. It was reported, though the exact cause and nature of the patient¿s infection were unknown, there was no indication that the patient¿s peritonitis, and the associated hospitalization were the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event under hospital care, and she will continue ccpd therapy on the same liberty select cycler post-discharge.

Manufacturer narrative:
Correction: b.2.

Event description:
A peritoneal dialysis registered nurse "[(pd)rn]" reported a patient on continuous cyclic pd (ccpd) therapy was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain noted at home. The outpatient clinic had not received the patient¿s hospital paperwork at the time of follow-up and, as a result, diagnostic laboratory results, medications prescribed and details of her hospital course were unknown. The patient was diagnosed with peritonitis due to an unknown etiology. It was believed that the patient was able to continue ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event as she awaits discharge home. It was reported, though the exact cause and nature of the patient¿s infection were unknown, there was no indication that the patient¿s peritonitis, and the associated hospitalization were the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event under hospital care, and she will continue ccpd therapy on the same liberty select cycler post-discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. It is well known that a majority of peritoneal infections are the result of contamination to the pd catheter (not a fresenius product) that promotes the transmission and colonization of peritonitis causing pathogens; however, in the absence of the required information, this cannot be confirmed for this case. Though diagnostic laboratory results were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of resolving peritonitis. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.